Manufacturer narrative:
(B)(4).

Event description:
This information was found during the four-year post-marketing surveillance (pms) of gore tag thoracic endoprosthesis in (B)(6). On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tgt3720/6969690) and a non-gore endoprosthesis. The patient tolerated the procedure. On (B)(6) 2010, follow-up imaging revealed a type iii endoleak. Aneurysm diameter was 65 mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2010, in three-month follow-up study, the type iii endoleak was resolved. Aneurysm diameter was 64 mm. In two more follow-up studies, endoleaks and other adverse events were not revealed. Aneurysm diameter had remained unchanged. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter had enlarged to 68 mm. Endoleaks could not be identified. On (B)(6) 2013, the tgt3720 had migrated (with amount of distance unknown). On (B)(6) 2013, a non-gore endoprosthesis was implanted to treat the migration. On (B)(6) 2013, in three-year follow-up study, endoleaks were not revealed, but aneurysm diameter had enlarged to 74 mm. On (B)(6) 2014, in four-year follow-up study, aneurysm diameter was 77 mm. Endoleaks were not present.